Event description:
Technician reported that pt reported an over infusion. Total bag volume 1100ml-total to infuse 1000ml rate of infusion 200 ml/hr for 5 hrs-bag went dry approx. 10 hrs into infusion. No pt injury or medical intervention. No additional pt information is available at this time.